Event description:
On 03/12/2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. Eight days later, the medical affairs specialist (mas) spoke with the pt to obtain and verify information. Two days earlier, the pt obtained a fasting blood glucose reading of 184 mg/dl on the reported meter, which was high compared to his expected values. Based on this reading, the pt took an increased dose of novolin regular insulin, 9 units, based on his sliding scale. The pt then ate his breakfast. At approximately 3:15 pm, the pt had not yet eaten any lunch, and was experiencing the symptoms of shaking, sweating, dizziness, a racing heart rate, and he felt faint. While symptomatic, the pt obtained the blood glucose readings of 137 mg/dl and 132 mg/dl on the reported meter. Following these readings, the pt administered self-care by drinking six ounces of grape juice. At 3:40 pm, the pt contacted emergency services. The paramedics tested the pt's blood glucose level to be 140 mg/dl, and transported him to the emergency room. He received no treatment. The pt was not given a possible cause of this hypoglycemic event. The pt takes lantus insulin 30 units each evening, and novolin r insulin on a sliding scale. The pt was unable to provide specific expected results, as his blood glucose levels have been varying greatly lately. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips, and control solution were replaced. The pt experienced symptoms suggesting hypoglycemia after taking an increased does of insulin based on elevated meter readings. The pt also obtained elevated meter readings while symptomatic. The pt received treatment with food to resolve his symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.